Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. A boston scientific technical services (ts) consultant recommended device replacement. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received which indicated the crt-d was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. A boston scientific technical services (ts) consultant recommended device replacement. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction: b2: life threatening removed. The returned cardiac resynchronization therapy defibrillator (crt-d) was analyzed and a review of the device memory confirmed that the battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. This particular device was not included in the advisory population.

Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) was suspected to be depleting prematurely and the patient heard beeping tones. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. A boston scientific technical services (ts) consultant recommended device replacement. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received which indicated the crt-d was explanted and replaced. No additional adverse patient effects were reported.